Event description:
It was reported by the customer that he was treated for high blood glucose levels while hospitalized for cancer related complications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.